Manufacturer narrative:
The customer ordered the part for the new lid for replacement and declined the services of olympus field service engineer to do the repairs. The device is not available for evaluation. Supplemental reports will be submitted when any information becomes available. Device not available for evaluation.

Event description:
As reported for this event, the device lid is cracked. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports in error (8010047-2021-05612 and 8010047-2020-02591). Reference MDR# 8010047-2021-05612 and for all investigation details and any additional information, if available. Please see updates in section.